Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during testing, all keypad buttons were found to be responding appropriately. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the display lens was found to scratched. The display lens has no effect on the pump's insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the up arrow and down arrow keypad buttons have been intermittently unresponsive and sticking for the past couple of weeks. She confirmed that the keypad is intact; stated that she wears the pump outside of her clothing; and denied cleaning the pump.